Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was out of calibration. Failed rate accuracy test. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D9: device returned on 6/18/24. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No evidence of issue found in event history log. Visual, functional and accuracy tests were performed. The device failed accuracy tests. The problem was duplicated. Reported problem was caused from out of specification explusor. The expulsor was replaced to fix the issue.